Event description:
Four out of 5 patients who had spinal kits from b braun medical did not work. Patients complained of severe pain. Medication involved was 1% lidocaine & 0.75% bupivacaine. Lot number # 006 1683567. Product has been sequestered. FDA safety report ID# (B)(4).